Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR.: synergy xd mr ous 2.50 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on distal stent strut rows with stent struts lifted. The undamaged crimped stentouter diameter was measured and the result was this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut got lifted. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and mildly calcified mid left anterior descending artery, and pre-dilatation with the lesion was performed.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut got lifted. The procedure was completed with another of the same device. No patient complications were reported.